Event description:
On (B)(6) 2025, a patient underwent a percutaneous drainage procedure for abscess using the navarre universal drain. During the procedure, which is performed under ultrasound guidance, a product issue was identified. Post-procedure, it was observed that the drainage catheter connector was allegedly fractured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous drainage procedure for abscess using the navarre universal drain. During the procedure, which is performed under ultrasound guidance, a product issue was identified. Post-procedure, it was observed that the drainage catheter connector was allegedly fractured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. However, one photo was provided for review. The photo shows physician holding the cannula and stylet. In which cannula hub was noted to be fractured, and the plastic cannula was noted to be deformed. However, due to the absence of supporting evidence, the investigation is inconclusive for reported catheter connector fracture issues and investigation is confirmed for the identified cannula hub fracture and plastic cannula deformation. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4(unique identifier), g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.